Manufacturer narrative:
Investigation conclusion: returned product was not received. Retention devices were tested in-house with a qc cut-off hcg standard. All devices showed the correct positive results at the read time and met qc specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. The quantity of urine hcg levels may be low in the early stages of pregnancy. Urine samples are more likely influenced by many factors (such as take in too much water or renal dysfunction) which will dilute the urine sample. Per pi, very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. Because the specimen associated with the complaint was not returned for investigation, a root cause could not be determined based on the information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required. Correction: date rec¿d by MFR (report source) corrected to remove company representative and include consumer.

Manufacturer narrative:
Investigation conclusion: returned and retention devices were tested in-house with a qc cut-off hcg standard. All devices showed the correct positive results at the read time and met qc specifications. No false negative results were obtained during in-house testing. The product performed as expected. Manufacturing batch record review did not uncover any abnormalities. The quantity of urine hcg levels may be low in the early stages of pregnancy. Urine samples are more likely influenced by many factors (such as take in too much water or renal dysfunction) which will dilute the urine sample. Per pi, very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. Because the specimen associated with the complaint was not returned for investigation, a root cause could not be determined based on the information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Investigation pending.

Event description:
The patient's last menstrual period was (B)(6) 2018. The patient previously received a positive result using a home pregnancy test. On (B)(6) 2018, the patient was tested at the facility to confirm the result of the home pregnancy test and presented with symptoms of nausea. A urine sample was collected and produced a negative result using an alere hcg cassette. The patient reported that later laboratory blood work from (B)(6) confirmed a pregnancy. The customer stated a first-morning sample is typically not used. Troubleshooting was conducted with the customer. The customer was advised that very diluted urine specimens (as indicated by low specific gravity) may not contain representative levels of hcg. Additionally, false negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is suspected, a first morning urine specimen should be collected 48 hours later and tested. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.